Manufacturer narrative:
Product event summary: the device was returned and analyzed, analysis of the device revealed normal battery depletion. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medicla products: 6944-58 lead, implanted: (B)(6) 2012.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) reached recommended replacement time (rrt) with premature battery depletion and an elevated left ventricular (lv) pacing threshold was observed. It was noted the device output had been reprogrammed at some point due to the elevated lv threshold. The crt-d was explanted and replaced and the lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.